Manufacturer narrative:
The delivery system was returned after being used in the procedure, fully inserted through the sheath and loader assembly. It was observed that the valve over the inflation balloon, the stylet was inserted, and the three-way stopcock was attached. No flex or fine adjustment was used. Procedural imagery provided by the site showed the valve appeared to be stuck in the patient¿s severe tortuosity. Visual inspection of the device found the valve was over the inflation balloon, the flex tip has visible gouges. The complaint for withdrawal difficulty was confirmed upon visual inspection. Due to the nature of the complaint both dimensional and functional testing were unable to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history did not reveal any similar complaints. The review of the complaint data found the complaint rate did not exceed the control limit for the trend category withdrawal difficulty. Available information suggests patient and/or procedural factors may have contributed to the events.  No confirmed manufacturing non-conformances were identified. The instructions for use (IFU), device preparation and the training manual were reviewed, and no deficiencies were identified. Per IFU, do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again.  Orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position.  Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion.  Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.  If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm.  In expectation of high friction, use short movements.  If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed upon visual inspection of returned device. Device investigation, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the case notes, the patient¿s degree access vessel tortuosity was severe. Push force for the delivery system through the sheath can vary due to angle of insertion, vessel diameter, degree of calcification, and degree of tortuosity. A tortuous access vessel can cause resistance with the delivery system. Tortuous vessels can cause the sheath to bend or kink and create challenging pathways for the devices to be advanced through. Additionally, the complaint event description describes a ¿90 degree curve¿ in which the delivery system got stuck, as seen in the provided procedural imagery. The flex tip gouges and placement of the valve (over the inflation balloon rather than the crimp balloon) observed during visual inspection are indicative of excessive force of the delivery system required to overcome withdrawal difficulties.  While a definitive root cause is unable to be determined, available information suggests that patient (tortuosity) factors likely contributed to the complaint event. Based on the investigation of the returned device there was no indication that a manufacturing non-conformance contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limit are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, no product risk assessment, corrective or preventative actions are required. Please reference related manufacturer report no: 2015691-2020-10169.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is underway. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by an edwards lifesciences affiliate in finland, during a tavr procedure for implanting a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, resistance was encountered during the commander delivery system insertion through the esheath. The valve became stuck inside the sheath shaft at a sharp curve in the iliac artery. It was decided to remove the devices, but the valve would not move in any direction and after unsuccessful attempts, the devices were surgically removed. No valve was implanted. The sheath was observed a sheath split upon removal. The patient was reported to have ¿remarkable tortuous anatomy¿ in the iliofemoral artery.

Manufacturer narrative:
Per response from the field it was clarified a covered stent was placed after surgical removal of the devices and the tf case was aborted. Per the latest report the patient is doing "okay" and waiting for a transapical or transaortic procedure to be scheduled.